Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing due to myopotential oversensing. Programming changes were performed. The patient was in stable condition.